Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had issues with the display. Customer stated he was unable to read the screen. Customer changed the battery. Performed self-test and device still had a partial display. No further information reported.